Event description:
Info received indicates the scale display is blank due to corrosion on the foot board connector.

Manufacturer narrative:
The technician replaced the 22-position connector on the foot board and retracting frame to repair the bed.